Manufacturer narrative:
Pump unable to prime during prime test due to faulty force sensor resistor. Pump passed displacement test, rewind test, and basic occlusion test, self-test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the spec range and passed off no power test. The pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer's blood glucose level at the time of incident was 170mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.